Event description:
It was reported that the patient was feeling stimulation strongly and painfully even after letting the implantable pulse generator (ipg) discharge completely and the remote control would not connect. It was also noted that the patient was feeling stimulation in a non-target area and stimulation was no longer adequate. It was further mentioned that the patient was experiencing weird electrical pulses in the upper back above the spinal cord stimulator (scs) leads and ipg and had an allergy to latex or plastics. The patient was admitted to the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7110257 UDI: (B)(4).